Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction. A review of the events indicated that during a breast biopsy through very dense and fibrous tissue, model f14105us biopsy instrument was allegedly difficult to advance, failed to cycle, and then was difficult to remove from the patient. The procedure was completed using a different device.this report was received from one source. This event involved one (B)(6) female patient, weighing 144lbs. This patient had no reported patient injury.